Manufacturer narrative:
The linkage assembly seen through the top housing was observed to be fully retracted. Additionally, the pink slide insert was in the viewing window of the top housing. The needle was observed to be exposed beyond the needle well. Investigation found that the hard cannula was incorrectly installed due to damage observed on the slide retract. Additionally, the formed needle was inspected and found that the needle was bent. Although a bend was observed on the formed needle, the timing and cause could not be determined. The abnormality of incorrect installation found during investigation is the definite cause for the reported needle not retracting. The exact cause for the reported pain during insertion can be confirmed by the incorrectly installed and exposed formed needle.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The site was painful and had puss coming out.